Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the pump is not working properly. No further information was provided by the reporter. Animas customer technical support made several attempts to contact the reporter in follow up to elicit more information regarding the pump, however, the reporter did not respond to these follow-up attempts. There was no reported adverse physical event associated with this complaint. This complaint is being reported because the issue many result in a long-term cessation of insulin delivery to the patient.